Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in had a safety mechanism that was difficult to disengage. The following information was provided by the initial reporter: " after venipuncture, the hcp pulled the finger grip back completely but the needle was not withdrawn."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/17/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used partially retracted unit and two photos. Upon inspection of the received device it was identified that the needle had not fully retracted, confirming the reported defect. The needle assembly was removed for further inspection. It was identified that the cannula had a small bend/damage to it. The bend may occur during disengagement (application), manufacturing, or needle manufacture. During application, if the needle is not pulled back in a straight outward motion, the needle may be bent resulting failed/difficult retraction. A bend in the cannula may also occur during manual handling of the device during manufacturing, when inserting the needle into the catheter, when the cover is being placed, or raw material related. The tip and catheter tubing were inspected for damage. No damage to the tip or catheter tubing was observed indicating the damage likely did not occur during manufacturing. Without the lot number, the raw materials records could not be reviewed. Although the reported defect was confirmed, bd was unable to determine a root cause. H3 other text : see h.10.

Event description:
It was reported that bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in had a safety mechanism that was difficult to disengage. The following information was provided by the initial reporter: " after venipuncture, the hcp pulled the finger grip back completely but the needle was not withdrawn."